Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its battery completely depleted and before it reached that status, it exhibited high capture threshold measurements for its right ventricular (rv) lead. Additionally, the patient reported they were shocked by the device. The patient has atrial fibrillation (af) but if inappropriate shocks were delivered for it has not been established at this time. This ICD was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported. Additional information from the filed indicates that no shocks were delivered as inappropriate therapy. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additionally information from the field indicates this device did not deliver shocks as inappropriate therapy, so no report was required for the reported event.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its battery completely depleted and before it reached that status, it exhibited high capture threshold measurements for its right ventricular (rv) lead. Additionally, the patient reported they were shocked by the device. The patient has atrial fibrillation (af) but if inappropriate shocks were delivered for it has not been established at this time. This ICD was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.